Event description:
It was reported that during surgery while using the device inside the patient, the doctor hit the rod it and the device got broken. There was no delay nor injury reported. A s&n backup device was used to finish the surgery. The patient outcome is unknown. Two extra parts were received. Investigation found the second one to be also broken and the third one severely bent.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. Two of the devices have broken tips and the third device is severely bent, rendering the devices inoperative. The device shows signs of extensive use. The clinical/medical investigation concluded that no relevant supporting clinical information has been provided to assist with a clinical investigation, and the patient's current condition is unknown. Therefore based on insufficient information, a thorough clinical assessment cannot be performed at this time. It was communicated via e-mail that no pieced fell inside the patient. Should any additional clinical information be provided this complaint will be re-evaluated. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file revealed this failure mode was previously identified. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.